Event description:
Etco2 monitor retrieved from respiratory care office to use for patient who was being intubated. When connected to the monitor, it said that it was malfunctioning. Another etco2 monitor was obtained from elsewhere and used.